Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 353 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level. Customer attempted to treat with consuming carbohydrates, however was treated with oxygen win the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support conducted systems check and the pump was functioning as intended, and customer was manually overriding their boluses.